Event description:
Planned for a 9mm poly. Ended up with a 13mm poly. Dr. (B)(6) planed for a 5.5mm distal cut medial and lateral. Accounting for 2mm lost due to the thickness of the blade. Adding and estimated 2mm of cartilage would equal (5.5-2)+2 = 5.5. But the surgeon calipered the cut and the result was 10mm off the lateral and 8mm off the medial vs the 5.5mm that was calculated. The surgeon is concerned about the accuracy of the distal cuts and would like further analysis of this plan from a software engineer. Case type / application: tka. Per response: "yes the planar probe was used and the cut was accurate per the planar probe but the measured respected bone did not equal the what the surgeon planned for on the distal cut".

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed. Method & results: product evaluation and results: based on the analysis of the relevant log files and session files: an analysis of the checkpoint check values, bone registration values, probe check values, rio registration and verification values, bone preparation checkpoints values, crisis warnings and errors, and the cutting tool location was done. There are few main observations from the analysis based on the event description. A) all the application specific parameters are within the acceptable limits. B) the robot registration verification required 4 attempts by the user to pass it. C) no significant warning or errors have been found in the logs d) the cutting tool location analysis shows that all the cuts were very close with respect to the plan as against the problems described by the user. However, there angular error can be observed. E) the bone model visualization shows heavy built-up of osteophytes (section 4). This could be leading to two major issues: a) affecting bone registration pattern b) affecting the correct estimation of resection depth. The logs an insight that the application did not log any value which is beyond the acceptable limits of the software. However, the huge osteophytes built appears to be the reason of miscalculation by the user during planning the case. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: based on the analysis of the relevant log files and session files the logs an insight that the application did not log any value which is beyond the acceptable limits of the software. However, the huge osteophytes built appears to be the reason of miscalculation by the user during planning the case. The alleged failure mode is confirmed. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Planned for a 9mm poly. Ended up with a 13mm poly. Dr. (B)(6) planed for a 5.5mm distal cut medial and lateral. Accounting for 2mm lost due to the thickness of the blade. Adding and estimated 2mm of cartilage would equal (5.5-2)+2 = 5.5, but the surgeon calipered the cut and the result was 10mm off the lateral and 8mm off the medial vs the 5.5mm that was calculated. The surgeon is concerned about the accuracy of the distal cuts and would like further analysis of this plan from a software engineer. Case type / application: tka. Per response: "yes the planar probe was used and the cut was accurate per the planar probe but the measured respected bone did not equal the what the surgeon planned for on the distal cut".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.